Event description:
Healthcare professional reported a patient was implanted with xen®45 gts in the left eye and a non-abbvie device into the right eye. Postoperatively, hcp reported "bilateral conjunctival fistula obstructing [stent] drainage with the possibility of erosion and possible infection both eyes; glaucoma out of control in both eyes." On pod114, revision of the right implant was performed with the observation of a pervious xen® 45, draining fully. Symptom resolved. Device remained implanted. This is the same patient reported under abbvie patient identifier (B)(6). This emdr is being submitted for the right eye device.

Manufacturer narrative:
E1: (B)(6). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.